Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 4 months post implant of this 16mm pulmonary valved conduit implanted in a (B)(6) patient, a transcatheter pulmonary valve (tpv) deployed to 22mm was implanted valve-in-valve. The reason for valve replacement was due to increased gradients along with severe regurgitation. No additional adverse patient effects were reported.